Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included osteoporosis, rotator cuff tear, mood swings and libido decreased. Concomitant products included atorvastatin calcium (lipitor), estradiol (estrace) since 2010, ibuprofen, paracetamol (tylenol) and progesterone (prometrium) since 2010. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pelvic/abdominal"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2005, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced memory impairment ("forgetfulness/ other injuries (ies) or complication - please describe: forgetfulness") and abdominal distension ("bloating/ other injuries (ies) or complication - please describe: bloating"). The patient was treated with surgery (hysterectomy(full), bilateral salpingecto oopherectomy.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, memory impairment, menorrhagia, fatigue, migraine, headache, weight increased, abdominal distension and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2004 received treatment for pain, bleeding,fatigue, migraines, headaches, weight gain,bloating & forgetfulness. Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure confirmation test(s) (unspecified) result: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, bloating, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal). Reporter information, medical history, concomitant drug, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two coiled wires extending from near the ostia of both tubes into the tubes and toward the endometrial cavity within the uterus, these are firmly embedded within the endometrial tissue') and pelvic pain ('pelvic/abdominal') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included osteoporosis, rotator cuff tear, mood swings, libido decreased, paratubal cyst and hemorrhagic cyst. Concomitant products included atorvastatin calcium (lipitor), estradiol (estrace) since 2010, ibuprofen, paracetamol (tylenol) and progesterone (prometrium) since 2010. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pelvic/abdominal"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("two coiled wires extending from near the ostia of both tubes into the tubes and toward the endometrial cavity within the uterus, these are firmly embedded within the endometrial tissue"), abdominal distension ("bloating/ other injuries (ies) or complication - please describe: bloating") and memory impairment ("forgetfulness/ other injuries (ies) or complication - please describe: forgetfulness"). The patient was treated with surgery (hysterectomy(full), bilateral salpingecto oopherectomy.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device and device expulsion outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension, memory impairment, fatigue, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2004 received treatment for pain, bleeding,fatigue, migraines, headaches, weight gain,bloating & forgetfulness. Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure confirmation test(s) (unspecified) result: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, bloating, abnormal vaginal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Event added: two coiled wires extending from near the ostia of both tubes into the tubes and toward the endometrial cavity within the uterus, these are firmly embedded within the endometrial tissue. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two coiled wires extending from near the ostia of both tubes into the tubes and toward the endometrial cavity within the uterus, these are firmly embedded within the endometrial tissue') and pelvic pain ('pelvic/abdominal') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included osteoporosis, rotator cuff tear, mood swings, libido decreased, paratubal cyst and hemorrhagic ovarian cyst. Concomitant products included atorvastatin calcium (lipitor), estradiol (estrace) since 2010, ibuprofen, paracetamol (tylenol) and progesterone (prometrium) since 2010. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pelvic/abdominal"). In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("two coiled wires extending from near the ostia of both tubes into the tubes and toward the endometrial cavity within the uterus, these are firmly embedded within the endometrial tissue"), abdominal distension ("bloating/ other injuries (ies) or complication - please describe: bloating") and memory impairment ("forgetfulness/ other injuries (ies) or complication - please describe: forgetfulness"). The patient was treated with surgery (hysterectomy(full), bilateral salpingecto oopherectomy.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device and device expulsion outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension, memory impairment, fatigue, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, dysmenorrhoea, embedded device, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2004 received treatment for pain, bleeding,fatigue, migraines, headaches, weight gain,bloating & forgetfulness. Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure confirmation test(s) (unspecified). Result: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, bloating, abnormal vaginal bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), memory impairment ("forgetfulness"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hyst. {full}, salping. {bilateral}, oophorectomy (bilateral))). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, memory impairment, menorrhagia, fatigue, migraine, headache, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, headache, memory impairment, menorrhagia, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2004 received treatment for pain, bleeding,fatigue, migraines, headaches, weight gain, bloating & forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case became incident, event injury nos removed, new events (pelvic pain, abdominal pain, menorrhagia, fatigue, migraines, headaches, weight gain, bloating & forgetfulness) updated, reporter detail, new reporter updated, patient date of birth, lab test and essure removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.